Manufacturer narrative:
D1: updated brand name.

Event description:
On an unknown date in (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm using an unknown. Gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the patient reported emergently with a suspected contained rupture of the aorta. The physician implanted three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. The physician believes the proximal end of the excluder implanted during the index procedure was not well apposed to the aortic wall, likely due to disease progression.